Event description:
It was reported that during a da vinci-assisted general surgical procedure, intuitive surgical inc. (Isi) rep. Reported getting error on erbe c-30. The error c-30 and other erbe errors observed in logs. Technical service engineer (tse) walked the rep. Through moving green energy cable from bottom to top port with no change as well as replacement of instrument and green energy cable and power cycle of erbe with no change. The rep. Handed phone to surgeon and then surgeon to nurse where nurse reported they changed from swift to force and now monopolar energy was intermittently delivering. The surgeon was currently proceeding with case with current vision tower which will be removed from use after this procedure. Fse to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced faulty erbe per isi procedure. Per tse system logs, erbe had many errors including c-00 and c-30's. Fse was able to replicate issue when erbe was turned on, immediate error of c-00 came on screen. New erbe resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit(iesu) was placed on an in-house system and was run in normal mode. The error was reproduced. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.